Event description:
Voluntary medwatch report received notes that the right ventricular lead exhibited high capture threshold, oversensing, and noise. Programming changes were made. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5147134.